Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, during a transfemoral tavr procedure with a 23 mm commander delivery system, the balloon ruptured during inflation. No additional volume was added to the balloon prior to inflation. The valve was successfully deployed, and no patient complications were reported. The patient was stable following the procedure. The device was discarded and will not be returned. Available information suggests that sinotubular junction calcium may have contributed to the balloon rupture.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 component codes and investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided from the site and revealed the following: presence of calcification in the landing zone. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause of these events has historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint was confirmed based on the reported event resembled the investigation documented in technical summary written by edwards lifesciences. Available information suggests that patient factors (calcification) likely contributed to the reported event as imaging review confirmed the presence of calcification in the landing zone. Calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.